Event description:
The family member used the device to check the pt's blood glucose and obtained a result over 250 mg/dl. Family member then gave pt 4u of r insulin. Ten minutes later pt began to feel ill. Emts were called and when they arrived they checked pt glucose and the level was 40 mg/dl on their meter. Pt was taken to the hospital and given an IV. Level one control was out of range on the system. The family member stated the strip vial was not capped tightly as stated in the labeling.